Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was discarded, and the lot number was not valid; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not fully infuse the dose. This was observed when the device was due for a disconnection from the patient. The device contained an unspecified chemotherapy drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: the reported lot # was 23e01d; however, the lot was not recognized in the baxter system. Should additional relevant information become available, a supplemental report will be submitted.